Manufacturer narrative:
The device(s) has not been received by the manufacturer for evaluation. A lot history review (lhr) review is not possible; as no manufacturing lot number(s) has been provided. Per 21 cfr part 803.56 not enough information has been provided about each identified patient and/or device mentioned. Therefore, one emdr is being submitted for multiple reportable events, identified in the literature search.

Event description:
It was reported that 8 cases (3.9%) of catheter related blood stream infection were confirmed as postoperative complications after groshong PICC insertion. This information was obtained from the following article. Akimori miki et, al. " utility and safety of peripherally inserted central venous catheter (PICC) for patients in digestive surgery department ¿ analysis and examination of 217 cases in a single facility - " journal of japan surgical association, october 20, 2018, vol. 79, page 460.